Event description:
It was reported that during a distal pancreatectomy procedure, when the device was activated, it was noticed that the device would cut, but not seal. The device was being activated on non-vascularized tissue, so there was no bleeding. The same device was used on a second generator and the case was completed with no patient consequence. It was stated the patient is currently doing fine. No further information was available.

Manufacturer narrative:
(B)(4). The service center confirmed the printed circuit board caused the customer complaint. To correct the complaint the rfg rf-60 tap-tronic (pcb) was replaced. After servicing, the unit passed qa functional testing. The device history record has been reviewed and has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.